Event description:
It was reported that the device had an error code 1260 displayed. There was no patient involvement.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found a worn out downstream occlusion (dso) sensor and upstream occlusion (uso) sensor due to fluid ingression. The event history log revealed error code 1260 in the event history log. Functional testing was able to duplicate the reported problem. It was determined that the microprocessor unit (mpu) board was the root cause. The faulty mpu board was replaced, and the device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.